Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue: cracked battery compartment. There was no indication the product caused or contributed to and adverse event. The device was returned to the manufacturer and investigated by product analysis on (B)(6) 2017. On examination, the battery compartment was confirmed to be cracked as per the allegation. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.